Event description:
Rptr stated, "pt has had insert in for 22 months and pt had problems with stability, grinding and pain. Dr took x-rays and decided to evaluate in surgery. Upon examination, the stabilizing post had fractured. He removed the insert in surgery and replaced it with a 19mm insert."